Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the e090 error occurred due to a defective generator board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
There was no allegation of a complaint from the customer. However, during return inspection of the olympus loaner asset electrosurgical generator, olympus identified the asset is getting an intermittent e090 internal hardware error due to a defective generator board. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the intermittent e090 internal hardware error due to a defective generator board.

Manufacturer narrative:
The olympus inspection identified the device is getting an intermittent e090 error due to a defective generator board. The e090 error was found in the devices recorded fault log. The inspection also noted the speaker board insulation film is deformed, and a flat cable is deformed (locking connector broken). The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.